Event description:
The customer reported to beckman coulter (bec) that the probe on their coulter ac*t-diff analyzer dripped less than 2 micro liters following a startup cycle. The customer indicated that the probe drips were not contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of this incident. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. There was no death or injury associated with this event.

Manufacturer narrative:
The customer technical specialist (cts) assisted the customer via telephone troubleshooting with cleaning the probe and probe wipe assembly to resolve the probe drip issue. Beckman coulter field service engineer (fse) was not dispatched for this issue. Cleaning the probe and probe wipe assembly resolved the probe drip issue. Based on information provided, the failure mode is unknown; however, it is most likely attributed to a clogged probe wipe evacuation line. (B)(4).